Manufacturer narrative:
Section d4: device information corrected. Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and a no external power alarm occurring in (B)(6) 2024, and a backup battery fault alarm occurring in (B)(6) 2024 which prompted a controller exchange, were all confirmed via the provided log file. The log file captured a no external power alarm on 09aug2024 which appeared to have been caused by both power cables becoming disconnected from external power. The alarm resolved within a few seconds when power was restored. The log file also captured a backup battery fault alarm on 09aug2024 correlating to a load test condition. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active until the controller was exchanged shortly afterward on (B)(6) 2024. Then, the log file captured the controller being put back into use on 21nov2024. A backup battery fault alarm with conditions similar to the prior alarm became active on 21nov2024 shortly after the controller was put back into use, prompting the patient to exchange the controller again on this date, consistent with reported information. No other notable events were observed, and the pump operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the observed no external power alarm appeared to have been user error in disconnecting both power cables from external power. The root cause of the observed backup battery fault alarms which prompted the controller to be exchanged multiple times was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault and no external power alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on 07apr2025 that in (B)(6) 2024, the patient went from their primary controller (B)(6) to their secondary controller (B)(6). The patient sent their primary in for log file extraction. It was said that all was good with the controller. The secondary was then their primary (B)(6) and primary their secondary (B)(6). In (B)(6) 2024 the patient had another alarm and switch again. They came in and the site gave them a new primary controller (B)(6). The site was unable to clarify why log files from controller (B)(6) were not provided. The no external power alarms occurred on (B)(6), and it was confirmed that controller (B)(6) remained with the patient.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that in (B)(6) 2024, the patient had a backup battery (bb) fault alarm. The patient went onto their backup system controller and sent in their primary for check as they were not close to the hospital. Log files were sent in, and it was reported back that they didn't need to send the controller in, and that it could be given back to the patient. The patient reported multiple no external power alarms. The patient went back onto their backup (old primary, without informing ventricular assist device coordinators) and the alarm continued to say bb fault. Just before the patient came in, they went back onto their secondary controller. Log files from both controllers were pulled, and the patient was given a new controller. The event log file for backup (B)(6) captured some random power cables disconnect events along with a few low voltage hazard events. These occurred on battery power and were captured only on the white power cable lead of the controller. It appeared there may have been a weak connection between the battery clips and batteries or maybe at the power lead connector. The dates in the log file were not current as it showed data back from (B)(6) 2024 and (B)(6) 2024. The patient was stated to be good in stable condition. The reason for the alarms was not identified and or resolved. The alarms resolved by changing the controller.